Event description:
It was reported that the patient experienced ncb plate breakage associated with a femoral refracture and underwent revision approximately 14 weeks post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: concomitant medical products. Desc: unk screw; item: unknown; lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.